Event description:
The customer reported being hospitalized due to high blood glucose of 268mg/dl, and he was treated with manual injections and the insulin pump. The customer experienced nausea, vomiting, and excessive thirst. The caller mentioned running miles for exercise. Assisted the customer to run a manual prime test and the insulin did exit. Performed the high pressure test and passed. Then days later the customer called back to report having unexplained high glucose of 278mg/dl, and he has treated with manual injections. The customer stated that the infusion set was changed after his glucose rose. The caller also indicated that he was dehydrated the day of his admission. Advised the customer to check with the doctor for scar tissue and his settings to be adjusted. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.